Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, the lead did not function properly so a different lead of the same model was implanted instead. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.